Manufacturer narrative:
The customer¿s report of leaking in the pump segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment measuring 1.411mm long. Examination under magnification showed no crush marks to the upper blue fitment. No other anomalies were observed. Functional and pressure confirmed a leak from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Concomitant products: bbraun 500ml IV bag, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak in the pump segment near the upper fitment; the nurse had noted a small amount of fluid on top of the module at the completion of a ganciclovir infusion so the tubing was left inside the pump which was sequestered for investigation. During testing the following day, the leak could not be detected while infusing at the ganciclovir infusion rate, but was detectable when saline was infused at a higher rate.